Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The clinic reprogrammed the sensing vector and will continue to monitor the patient. There were no additional adverse patient effects. The system remains implanted.